Event description:
It was reported that this right ventricular (rv) lead exhibited high out of range shock impedance measurements measuring 127 ohms. Technical services (ts) noted there was a gradual rise in impedances over the last year. Ts reviewed the presenting electrogram (egm) and there were no observations of noise. At this time, the lead remains in service. No adverse patient effects were reported.